Manufacturer narrative:
Patient¿s height reported as (B)(6). Date of post-operative infection development is unknown. Additional device product codes: mnh, mni, kwp, kwq. (B)(4). Infection was identified on (B)(6) 2015; however the device was explanted on (B)(6) 2016. This implant removal surgery has been reported under linked complaint (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a synthes click x system on (B)(6) 2015 developed an infection that was treated on or about (B)(6) 2015. On (B)(6) 2015 the patient was reported to have a vacuum pump device placed in the lumbosacral region with a pic line in place in her upper left arm. The physician¿s assessment documented that the patient had degenerative lumbar spinal stenosis and, in spite of her recent surgery, her mobility, irregular gait, and pain issues had not significantly improved; patient cannot work an 8 hour job. This is report 3 of 11 for complaint (B)(4).